Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Anemia is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the left pulmonary artery, the left interlobar segment, and the left lower lobe using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). There were no reported procedural complications. On (B)(6) 2024, the patient developed worsening anemia from iron deficiency and was given iron supplementation. The event is considered resolved. The worsening anemia was reported to be a non-serious adverse event with a definite relationship with the lightning and the index procedure.